Event description:
The patient programmer (pp) was not able to adjust stimulation. The display showed ¿call your doctor¿ icon. Elective replacement indicator (eri) was seen yesterday. The patient was in pain and could feel the bone rubbing against bone in his back. A week later longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. There were two programs: 1. A1: 474ohms, 4v, 450pw, 90rate, -1+2-3+4, 24 hours a day. 2. A2: 441ohms, 4.8v, 450pw, 90rate, -9+10-11+12. Estimated longevity was five months. The patient¿s battery was interrogated in the office last week and could not get past the eri message. Sometimes the device stops working. Electrode impedances were 900-1000 ohms. Some of the settings were going to be reduced and replacement was going to be talked about. It was confirmed that the patient had no physical symptoms. The explant or replacement decision has not been determined. The device was in continuous mode. The patient was receiving effective therapy. Additional information has already been requested but the outcome remains unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that no replacement date was scheduled. It was noted that the patient was receiving therapy and doing well.